Event description:
It was reported that while using a bd ultra-fine¿ mini pen needles 5mm x 31g (100 count), the pen needle was difficult to attach. The following information was provided by the initial reporter: consumer reported pen needle does not fit/attach properly.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.